Event description:
A report was received that the patient will undergo an ipg and lead revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg and lead revision for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, lot/serial#: 588846/(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, lot/serial#: 519499/(B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the reason for revision of the lead was migration which was confirmed thru x-ray and the ipg will be replaced per physician¿s preference. There is no device malfunction suspected with the whole system.